Event description:
A customer reported experiencing a cartridge alarm 20, which occurred during the pumping process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Tandem technical support resolved the issue by confirming the problem with consecutive cartridges and deciding to replace the pump. The customer, who is not from canada and has been using the pump beyond the last 30 days of warranty start, will switch to multiple daily injections as a backup therapy while awaiting the replacement. The replacement pump, which includes updated software, was arranged to be sent without requiring a delivery signature. Instructions for storage mode setup, pump return, and follow-up steps upon receiving the new pump were provided, all of which the customer acknowledged and understood.